Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient had ventricular tachycardia/ventricular fibrillation (vt/vf) events. Upon review, it was noted that the right ventricular lead presented with noise and occurred at the same time as the vt/vf events. The lead measurements were stable. No further information was available.